Event description:
It was reported that the patient presented with an alert for non-sustained right ventricular oversensing episodes. The cause of the alert could not be determined. There was also functional loss of capture on the implantable cardioverter defibrillator. Right ventricular pacing would cause muscle stimulation, so the device had to be programmed around the patient's anatomy. The right ventricular output was minimized as the physician doesn't want rv pacing but the left ventricular pulse appeared to fail to capture. The device was reprogrammed and the patient remained stable throughout.